Manufacturer narrative:
(B)(4). Medical product: vanguard complete knee system xp tibial tray ¿ interlok, cat#: 195753 lot#: 468230. Biomet series a thin patella, cat#: 184786 lot#: 088630. Vanguard complete knee system xp right lateral bearing, cat#: 195772 lot#: 968790. Vanguard complete knee system xp right medial bearing, cat#: 195842 lot#: 940360. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05156, 0001825034-2017-05157, 0001825034-2017-05158, 0001825034-2017-05159. Remains implanted.

Event description:
It was reported that the patient has experienced pain, swelling and stiffness during range of motion. The patient has right knee pes anserinus tendinitis and a corticosteroid injection is being scheduled. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of MFR # 0001825034-2017-08153.